Manufacturer narrative:
Seromas are a risk associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. The patient is made aware of potential risks and complications prior to operation including seromas. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists seroma as an anticipated adverse event. The instructions for use state that displacement may occur from improper implant sizing and/or placement due to a variety of reasons such as: the implant is too large or the cavity too small, or where there has been inadequate preoperative assessment of stresses causing movement of the implant. The reported events occurred 2 weeks post-operation. The revision surgery was performed over a year after the initial operation and the reported complaints.

Event description:
Approximately 2 weeks after implantation, the patient developed seroma and a displaced implant. The patient had a revision surgery on (B)(6) 2023. Imd was made aware of this event by (B)(6) several months after the event occurred.